Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned in good visual condition and fully functional. When tested for functionality, the device fired and formed the remaining 32 staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. No batch record review could be performed as no lot number was provided.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric band procedure, there were malformed staples and one side of the legs would flare outward. Another device was used to complete the procedure. No adverse consequences reported.